Event description:
The hospital staff attempted to use the device to administer an internal defibrillator shock to a pt during an open heart procedure. The service indicator reportedly illuminated when the device was turned on and the defibrillator allegedly failed to charge during two attempts. The operator cycled power to the device after which the device functioned properly and a shock was administered approx 1 1/2 minutes after the first shock attempt. The pt later expired.